Event description:
Journal article received: intra-operative migration of dynamic hip screw into the pelvis; a fifty-five year old man presented with intra-pelvic migration of dynamic hip screw (dhs) during osteosynthesis of intertrochanteric fracture. The surgeon did not use recommended coupling screw and guide shaft for during insertion and instead used a hammer to push the barrel plate over the screw. This action resulted in proximal migration of the dhs into the pelvis and fracture displacement. Surgeon attempted to retrieve dhs, but was unsuccessful. A comminution developed at the fracture site and in the posterior portion of the femoral neck. Patient was repositioned and screw removed. The fracture was stabilized with a dynamic condylar screw. Immediately after surgery an ultrasound scan revealed no intra-pelvic damage due to screw penetration. This is report number 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.